Event description:
N/a.

Manufacturer narrative:
The full name of e1(initial reporter is (B)(6)). A getinge field service engineer evaluated the unit and replaced drive manifold assembly to fix the issue on unit. This issue was found during the checkout which was for the fiber optic connection. Replaced the drive manifold which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: drive manifold. This part was received with a reported unit failure message of failed the drive manifold vacuum leak test. Performed visual inspection of this part received and part looks to be in condition. Installed the drive manifold into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of drive manifold vacuum leak tests. Vacuum leak test passed with result of 10mmhg, the factory specification is +-25mmhg. Drive manifold passed testing. Retaining drive manifold in the fat dept. As per procedure (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during checkout of a service order the cardiosave intra-aortic balloon pump unit did not pass the the drive manifold test. There was no patient involvement reported.